Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws stayed activated and burned drape in the or while not being used on a patient. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw, and remained attached at the base and slightly attached at the tip of the hot jaw. The silicon insulation on the hot jaw was observed to be peeled away from the jaw, exposing the metal portion of the jaw. The peeled off silicon was not returned. The silicon insulation on the cold jaw was observed to be cracked from the middle portion to the tip of the cold jaw. No missing silicon was observed on the cold jaw. The silicon insulation on the hot jaw was cracked and slightly frayed. The silicon insulation on the cold jaw was observed to be whitish in color indicating burn of device. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure mode "device remains activated" and the analyzed failures "bent wire", "peeled jaw", and "thermal decomposition of device" were confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws stayed activated and burned drape in the or while not being used on a patient. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws stayed activated and burned drape in the or while not being used on a patient. No patient involvement.